Manufacturer narrative:
An evaluation will be conducted if and when the device is returned.

Event description:
During the meniscus repair operation both t1 and t2 deployed successfully. When the suture was pulled on it was removed from the implant. Both implants were left in the patient. The operation was completed successfully with a backup. No patient harm was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in the post-t2 deployment position indicating a complete deployment. No ts or suture remain on the insertion needle, however a 13 ½ inch length of suture was returned. Examination of the suture indicates the suture was cut. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the suture indicates it was inadvertently cut during implantation of the ts. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.